Event description:
Report received from the USA stating that the device was "vibrating and causing the cooling mechanism on the console to run through the entire lumbar case." The facility got another emax2plus handpiece/drill during the case, using the same console, the vibration from the cooling mechanism had stopped. Surgery was able to continue. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met all operational specifications. The event could not be confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).